Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to low blood glucose. The cause of death was cardio pulmonary arrest. The caller stated that the customer had diabetes complications ¿ organ failure caused by diabetes, kidney disease, and heart disease. The customer¿s blood glucose was 9 to 10 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital 2 days prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis, as the hospital threw away the device.